Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2021, when a nurse used a disposable implantable drug delivery device for indwelling needle infusion for a tumor patient, when the indwelling needle was vented, it was found that the air was not smooth and could not be used, and the indwelling needle was replaced with a new indwelling needle for the patient's infusion. It was stated that this incident increased the workload of nurses and wasted consumables.